Event description:
A physician was performing her second training case on a patient who was 7 weeks postpartum. The conceptus representative that preceptored this physican reported a difficult case, but the ostia were visualized (uterine distension required two tenaculums) and bilateral placement achieved. The patient complained of extreme abdominal pain the following day. She was sent to the ER and a CT scan showed the essure micro-inserts in the peritoneal cavity. The physician removed the devices by open abdominal surgery and reported that each fallopian tube "looked fine" with no mention of any perforation.